Manufacturer narrative:
.

Event description:
The reporter alleged that a button on the infusion device was defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation.